Manufacturer narrative:
From the hollister investigation it was determined that the break pattern was noted to be consistent with the break pattern observed with upward pull force. Placing the bedroll under the patients shoulder may have contributed to the upward displacement of the shuttle clamp on the track either by the patients head movement downward , the ett movement upward or a combination of the two.

Event description:
It was reported that during a trach procedure, the staff was placing a bed roll under the patient's shoulder when the et tube holder snapped off at the lower c-clamp. It was first thought by the staff that the breakage was due to the placement of the bed roll but upon further investigation they concluded that the placement of the bed roll was not determined to be the cause. The staff was unable to determine the cause for the breakage.